Event description:
The pt reported that e4 (occlusion) error was displayed on the infusion device. The pt changed the accessories to clear the error. The piston rod of the infusion device blocked during retraction and no error message was displayed. The pt changed the battery and the piston rod will only extend. No physiological effects were reported. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced adn requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.